Event description:
User facility mandatory medwatch received that stated: "plum set IV tubing was placed in the infusion pump, but the pump did not work. The IV tubing was removed to exchange the pump for a new one. The IV tubing cassette did not close off as occurs when tubing is removed from pump. The pt received a medication bolus resulting in hypotension and bradycardia." The report further indicated that the medication the pt was receiving was nitroprusside. Upon further query, the following info was provided that indicated unrestricted flow. The pump was to be used to deliver an unspecified concentration of nitroprusside. The tubing set was connected to the pt and was then loaded into the pump. The customer contact indicated that the pump would not work and the tubing set was removed from the pump. At this time, it was reported that the flow regulator was not closed and unrestricted flow was noted. The customer contact indicated that the pt's pulse was in the 80's before the event and the 90's after the event. The customer contact stated that the pt's blood pressure before the event was 116/41mmhg and during the event was 104/41mmhg. The md was present and the pt was monitored. No medical interventions were required. There was no reported adverse pt sequelae. The pump was removed from service and the therapy was discontinued. During testing at the user facility, unrestricted flow was noted when the cassette door was opened. The customer contact stated, "someone broke the guide wheel off and the door lever is snapped in half. Even if the door is closed, if it is pulled on it would open about 20 degrees and it freeflows." On an unspecified date, the pt was discharged to home as planned. Though requested, no additional info was provided.

Manufacturer narrative:
User facility mandatory medwatch was received 11/02/2009.(B) (4). The device was received. Investigation is not complete. (B) (4)